Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a torpedo, ar-8400td, was being used during a knee arthroscopy - chondroplasty and menisectomy procedure. During use, a significant sized metal shard came apart from the tip of the torpedo blade. All fragments were recovered. Patient was unaffected. Additional time was required to remove all metal fragments.